Event description:
User experiencing discrepant sodium results, the following examples were provided: initial 142 mmol/l, repeat 134 mmol/l; initial 143 mmol/l, repeat 134 mmol/l, initial 137 mmol/l, repeat 129 mmol/l. No info provided to determine if results were used to guide therapy. If additional info is received, appropriate notification will be provided.